Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making an unusual noise and the triggers were jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was observed that the small battery drive device was making noise. During in-house engineering evaluation, it was observed that the device had a sticky trigger and the electric motor was making an unusual noise when ran. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no human patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.